Event description:
It was reported that the ilet could not rewind and accept a new insulin cartridge and displayed a persistent restart alert with alert code 32, after which a power cycle did not resolve the issue. Symptoms included interruption of insulin delivery. Outcomes included temporary reliance on an alternative insulin therapy. Investigation included customer service triage, verification of device identity and shipping details, and initiation of device replacement for further evaluation. Investigation of this case revealed a delivery motor communication malfunction consistent with an internal device fault affecting the delivery mechanism. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the delivery motor communication pathway. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.